Event description:
It was reported that while reviewing data for the clinic regarding therapy delivery, boston scientific technical services (ts) observed a note in the remote home monitoring system that suggested the right atrial (ra) lead is fractured. The ra lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.